Event description:
Customer reported that a pt, previously typed as weak d negative, returned to the facility one week later and a 3+ reaction was observed at immediate spin. Customer stated that quality control testing had been satisfactory at both times. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed retained testing. D+, weak d+, and d- cells reacted as expected. Results were satisfactory.